Manufacturer narrative:
Corrected to "adverse event product problem" . Implant date was updated.correction: patient code: (B)(6) is incorrect. Patient code: (B)(4) should have been assigned to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient reported that she had fallen a week and a half ago. The patient stated that she was concerned that she may have done something harmful to herself. The patient noted that her healthcare provider (hcp) asked if she was able to charge her ins with her recharger. The patient clarified that the issue was with charging the recharger (due to broken connector pin) and there was no issue charging her ins with her recharger. The patient noted that she would work with the recharger until she gets 8 boxes and turns off the stimulation while charging because she was told it was best. No further complications were anticipated/reported.